Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised due to pain. Intra-operatively, the surgeon reported that the mdm metal liner was not fully seated into the acetabular shell. An mdm metal liner, adm/ mdm poly insert, and ceramic head were revised to a poly liner with another ceramic head and sleeve. Rep reported that pictures can be provided and confirmed no further information will be released by the hospital or surgeon.

Event description:
It was reported that the patient's left hip was revised due to pain. Intra-operatively, the surgeon reported that the mdm metal liner was not fully seated into the acetabular shell. An mdm metal liner, adm/ mdm poly insert, and ceramic head were revised to a poly liner with another ceramic head and sleeve. Rep reported that pictures can be provided and confirmed no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding seating/locking issue involving an unknown trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review the information related to including the product inquiry summary and a lateral x-ray of a press fit hip. The event description from the product inquiry summary states: it was reported that the patients left hip was revised due to pain. Intra-operatively the surgeon reports that the mdm metal bearing liner was not fully seated in to the acetabular shell.. The single lateral x-ray of the left hip shows a tha in satisfactory position without evidence of mechanical complication, other than the report in the product inquiry summary there is no evidence of a mechanical complication or revision surgery in the documentation provided. Should additional documentation become available I would be happy to further this assessment. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: a clinician review of the provided medical records indicated: the single lateral x-ray of the left hip shows a tha in satisfactory position without evidence of mechanical complication, other than the report in the product inquiry summary there is no evidence of a mechanical complication or revision surgery in the documentation provided. The event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.